Manufacturer narrative:
Na.

Event description:
A customer complaint was received ((B)(4)) regarding higher than usual positive reactivity rate, when using donorscreen-hla assay lot:3001113a quickstep serial # (B)(4). Customer informed that in 2013, all blood center of wisconsin testing were reactive in one or both assays (22.7%). Through (B)(6) 2014, this figure was 37.4%. Customer informed that their client testing is high too.